Manufacturer narrative:
The device remains implanted in the patient and the delivery system was reported to unavailable for return therefore, a sample evaluation of device can not preformed. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). The physician implanted an afx vela infrarenal stent graft in order to cover all lumbar arteries. The afx vela infrarenal stent graft was deployed however, it was migrated downward due to blood flow. The afx vela infrarenal stent graft distal edge was around the terminal aorta and the proximal edge was inside the aneurysm. Therefore, another afx vela infrarenal stent graft was implanted above the first afx vela infrarenal stent graft. Some lumbar arteries were still observed on angiography, the physician decided to proceed alto implantation. The alto aortic body was inserted from the left side. After the physician mixed the polymer, the syringe was connected to the port (the timer was started), and the polymer was injected. During polymer injection, the alto aortic body was migrated downward due to the blood flow as well as the un-deployed proximal crown at this step. The physician pushing the delivery system to bring the alto aortic body up (1min 50sec after the timer started), which barely helped to resolve the migration problem. The physician then tried to pull the system (at 4min), and the alto aortic body dropped into the aneurysm. The physician once again pushed up the system, and the aortic body was able to be moved up somewhat (at 5min). The second release knob was then pulled at this point. The polymer autoinjector was removed, and the third release knob was pulled, which lead to the alto delivery system detachment at 7min. The patient experienced hypotension evidenced by a drop in blood pressure. The treatment for anaphylactoid reaction was requested to the anesthesiologist (at 9-10min). The blood pressure stabilized at 14min. A non - endologix (gore) cuff stent graft was directly inserted from the left side and relined at the sealing ring position. A non - endologix (gore) cuff stent graft was implanted above the first cuff with 1.5cm overlap. While the third non - endologix (gore) cuff stent graft was inserted and hold around the proximal area (not deployed yet), the contralateral gate was cannulated. The pigtail catheter was inserted from the right (contralateral) side and angiography was performed at the renal arteries. The third non - endologix (gore) cuff stent graft was then deployed above the second cuff stent graft (just below the renal arteries). No endoleak from the proximal portion were present. After measuring the left (ipsilateral) side, the ovation ix iliac limb was implanted from the midpoint of the 3rd and 4th rings. Balloon touch-up with maxi balloon (cordis) was performed. Contralateral ovation ix iliac limb was implanted from the 4th ring after measuring the right (contralateral) side. Balloon touch-up was performed as well. The last angiography showed no endoleaks and the operation was completed. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system or alto system per the IFU.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation as it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported transient hypotension from a subjected polymer leak, however the reported type 2 endoleak of the lumbar and inferior mesenteric artery (non-device related), malposition of the afx proximal extensions and malposition of the alto aortic main body were confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review for the unconfirmed transient hypotension from a subjected polymer leak and the malposition of the afx proximal extensions. The type 2 endoleak of the lumbar and inferior mesenteric artery is anatomy related and is a non- device related failure. The malposition of the alto aortic main body is likely user related due to the off -label concomitant use of afx proximal extensions with the alto aortic main body. The patient was reported as being good post procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion code: remove code 11.